Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified right coronary artery. After using a rotablator, a 4.00mm x 38mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed however the shaft of the catheter broke at approximately 10 inches from the hub. A 4.0x12mm nc quantum balloon catheter was used to predilate the lesion and the procedure was completed using another of the same device. No patient complications were reported and there were no issues with the patient.